Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event is unknown; awareness date has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using sharps coll (B)(6) chemo 10.3l the absorbing pad was missing. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the consumer the absorbant pads were missing.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of missing absorbent pad could not be verified due to the product not being returned for failure investigation. A complaint history check was performed, and this is the 2nd related complaint reported with the defect/condition of missing absorbent pads with lot # 9868001 regarding item/material 300162. A device history record review was performed by supplier and showed that no ncr's were raised during the production of this lot. All testing was within specifications. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported while using sharps coll canada chemo 10.3l red the absorbing pad was missing. There was no report of patient impact. The following information was provided by the initial reporter:   it was reported by the consumer the absorbant pads were missing.